Event description:
Dislocation of the head following a shoulder prosthesis. The first op (B)(6) 2011: getting an aequalis fracture humeral stem dwa173, sn (B)(4) and humeral head dwb251, sn (B)(4). On (B)(6) 2011, consultation: disconnecting cap (head) from the shell of the prosthesis. Revision (B)(6) 2011: change and re-fixing cap (head) (48/18mm) aequalis fracture humeral head dwb248, sn (B)(4). Consultation (B)(6) 2012: disconnection of the new cap (head). Revision of (B)(6) 2012: change of the prosthesis. With the following: aequalis reversed fx humeral stem dwd914, sn (B)(4); aequalis reversed fx ac adapter hemi-prosthesis dwd922, sn (B)(4); humeral head dwb248, sn (B)(4). The following items were explanted during this review: dwb248, sn (B)(4) / dwa173, sn (B)(4).

Manufacturer narrative:
Part number dwb248, serial number (B)(4), aequalis fracture humeral head 48x18mm; implanted (B)(6) 2011; explanted (B)(6) 2012. This is the initial report submitted regarding this surgical event and medical device.